Event description:
Approx 1 hr into dialysis treatment pt c/o cramping. 500 cc nss and 40 meq hypertonic saline given IV. Pt continued to cramp. Add'l saline and hypertonic administered. Bp stable. Chief tech notified and checked machine while in use. Water noted on floor. Uf pump filter tightened. Pt's symptoms worsened. Treatment terminated 20 mins early. Pt received total of 2000 cc fluid replacement in addition to 2 units prbc's which were previously ordered. Pt's post weight was 1.5 kg below target after saline replacement. Bp continued to be within normal limits. Physician notified. Pt instructed to drink extra fluids. Discharged to home. Preventative maintenance done on machine 12/22/95. Uf pump filter and o-ring replaced during this maintenance. Machine passed pressure holding test prior to initiation of treatment. After event uf pump filter (including o-ring) replaced again. Uf functioning properly.